Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unknown. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, the physician deployed the clip, it came off the sheath and fell into the pt's stomach. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.